Event description:
Reporter indicated that communication was unsuccessful with a generator during implant surgery, while outside of the generator pocket. Troubleshooting identified the programming wand as the source of the malfunction.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.